Event description:
The facility reports one incident of a leak in the arterial bloodline tubing. This was found at initiation of hemodialysis treatment. The bloodline and dialyzer were discarded resulting in estimated blood loss = 250cc. A new bloodline was set up and treatment continued. The complaint sample was discarded at the time of the incident. No patient injury or need for medical intervention is reported.